Event description:
It was reported that this right atrial (ra) lead was capped due to insulation issue. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.